Event description:
It was reported that a balloon rupture occurred. Vascular access was gained via the femoral artery. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous totally occluded left dorsal pedis artery. After crossing a non bsc guide wire to the lesion, a 1.5mm x 20mm x142cm coyote es balloon catheter was advanced for dilatation. Dilatation was attempted to the point where the device could advance, the balloon ruptured at 10 atmospheres on the first inflation at 20 seconds of duration. No other device was used within that target lesion. The procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).